Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During rinseback, at the end of a routine hemodialysis treatment, arterial air alarms occurred. The operator was not able to recover from the alarms. Rinseback not attempted due to concern of cartridge circuit clotting, resulting in a 210cc blood loss. There was no pt injury. No medical intervention was required.